Manufacturer narrative:
Correction: an incorrect patient code (3191 ¿ no code available) was used for this event. The correct code has been added. Manufacturer¿s reference number: (B)(4). H6 health effect - clinical code: e2401 "insufficient information"

Manufacturer narrative:
Upon review, mentor has determined that there is no evidence that this device was used in a breast tissue expansion procedure as initially reported. There is currently no information regarding the type of procedure. Manufacturer¿s reference number: (B)(4) specified in h10 that the device is not confirmed to have been used in a breast tissue expansion application as initially reported.

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. The device was implanted longer than six months, which is not in accordance with our instructions for use. Therefore h6 medical device problem code a23/use of device problem has been added. Manufacturer's reference number: (B)(4) h6: medical device problem code off-label use was replaced with a23/use of device problem.

Manufacturer narrative:
After secondary review of this file performed on september 23, 2020, it was decided to add device code 1494 (off-label use), to more accurately capture the reported event. Per mentor's IFU for tissue expanders, these devices are not intended for use beyond six months. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation summary was updated with the following statement: based on the dates of implantation and explantation provided, it was noticed that the device was inside the patient for more than six months. Per mentor IFU, tissue expanders are intended for temporary subcutaneous or submuscular implantation and are not intended for use beyond six months. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/18/2019, mentor became aware that the patient's sex was, "female". On 8/1/2019, the product investigation was completed. Device investigation summary: the analysis results showed that the device appeared intact. Leak testing revealed a leakage at the union between patch and shell. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No additional anomalies were observed. Microscopic examination of the edges of the rupture not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as deflation is a known complication associated with these devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient who underwent breast reconstruction revision with a 400cc mentor tissue expander, suffered right side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.